Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed, moderately tortuous, and moderately calcified de novo lesion in the left anterior descending artery (lad). Pre-dilatation was performed with a 2.0x25mm trek balloon dilatation catheter. A 3.50x15mm xience alpine stent delivery system (sds) was advanced; however, it failed to cross due to the calcification and plaque. The stent partially dislodged from the balloon but sill remained on the delivery system. The sds was simply removed with the stent still on the balloon. Once outside the patient, it was noted that the stent struts were flared at the distal portion. Another same size xience alpine sds was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material deformation was confirmed. The reported stent dislodgement was not confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and material deformation appear to be related to circumstances of the procedure, as it is likely the device interacted with the 80% stenosed, moderately tortuous, moderately calcified lesion during advancement causing the reported failure to advance and material deformation (stretched and mangled struts) in addition to the noted bent/flared tip, wrinkled outer member and bent inner/outer member. However, the investigation was unable to determine a conclusive cause for the reported stent dislodgement, as it could not be confirmed during return analysis. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices and/or previously implanted stents. It is possible that the stent appeared to be shifted/dislodged on the balloon due to the reported material deformation (distal stretched and mangled struts); however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.